Event description:
The patient reportedly developed an infection at the implant site. The patient was prescribed zithromax for 20 days. The infection has reportedly cleared and the patient is no longer on antibiotics. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.